Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including renal dysfunction, and respiratory failure), bleeding and thromboembolism that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists thromboembolism as potential late postimplant complication that may be associated with the use of the hm3 lvas. Additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the thrombus resolved. The patient remained in the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2023 the patient received a blood transfusion during surgery. The bleeding continued after surgery, so a reoperation was performed to get the bleeding under control. Hemoglobin was at 9.2. The source of the bleeding was the posterior part of the left ventricle. The bleeding resolved. On (B)(6) 2023 a chest computed tomography angiography (cta) was performed that revealed thrombolysis. Warfarin was held on (B)(6) 2023. On (B)(6) 2023 the patient had acute pulmonary failure desaturation with an fio2 of 1. The patient was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) due to severe hypoxia from a pulmonary hemorrhage during cardiac catheterization. The patient was given a blood transfusion. On (B)(6) 2024 no more hypoxemia was noted and vital signs were stable. The patient's va-ECMO was explanted. On (B)(6) 2024 a follow up CT was performed for evaluation of thrombi interval change and thromboembolism monitoring. Thrombus was confirmed in the left pulmonary artery (lpa) stent and fontan tract area, which had been suspected in previous CT and angiography. A severe bleeding complication event was noted whenever there was a use of alteplase. Heparinization medical treatment was started with anti-platelet and systemic heparinization first. A blood transfusion was given. On (B)(6) 2024 a catheter directed thrombolysis was performed. The lpa and conduit thrombus were externally compressed by a huge anterior mediastinal hematoma. On (B)(6) 2024 the patient underwent hematoma removal.

Event description:
It was reported that on (B)(6) 2023 the patient had a brain natriuretic peptide (bnp) level of 22 pg/ml. Their creatinine was 1.37 mg/dl and their urine output was poor. A continuous renal replacement therapy (crrt) catheter was inserted into the central line site at a speed of 5ml/hr. On (B)(6) 2023 the patient's ventilator was set to simv + pcv-ps state. On (B)(6) 2023 the ventilator was changed to continuous positive airway pressure (CPAP) mode. The patient's respiratory rate was 38 breaths per minute and their heart rate was 128 beats per minute. They were irritable with a fever, so the simv mode was selected again. The patient was still unstable, so a tracheostomy was decided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.